Manufacturer narrative:
The oad and guide wire were received for analysis. The driveshaft and guide wire spring tip exhibited adhered biological material. Examination in the areas of the adhered tissue did not reveal any damage that would have contributed to the accumulation. The driveshaft crown and distal tip bushing bulb were analyzed using scanning electron microscopy (sem), which did not reveal any damage or abnormalities that would have contributed to a perforation. When tested, the device functioned as intended and spun during both speeds with no abnormalities observed. At the conclusion of the analysis investigation, the reported event was not able to be confirmed. The oad and guidewire did not exhibit any abnormalities that could have caused a perforation. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesions were 70% stenosed and located in the proximal right coronary artery. After treatment of the first lesion, the device stopped functioning and was not able to be removed from the vessel. The device was spun out of the vessel into the guide catheter. The pressure of the patient began to drop, and imaging revealed a perforation. An echocardiogram and pericardiocentesis were performed, and the vessel was re-wired to perform balloon angioplasty. An attempt was made to place a stent, however the stent was unable to reach the site of the perforation. The procedure was aborted and the patient was stable following the procedure.